Event description:
Additional information received reported that reprogramming was not needed. The manufacturer representative (rep) met the patient with the healthcare provider (hcp) the day of the report. While someone monitored the patient¿s pacemaker, the rep turned on the implantable neurostimulator (ins) with the following settings: amplitude of 2 volts, pulse width of 450, rate of 30 hertz. There was no interference seen. The patient had pain relief without interfering with the pacemaker. The patient was receiving effective therapy.

Event description:
Additional information received reported the patient was alleging that the stimulation device gave them a heart attack. The patient felt the stimulation device gave them their heart attack. The patient had stimulation therapy off since (B)(6) 2014 because it made the patient anxious and nervous feeling. They shut therapy off because of the anxious feeling.

Event description:
Additional information received reported that the patient had a meeting with their doctor or a manufacturer representative on (B)(6) 2015 but their concerns were not resolved. The patient was still having concerns with their device or therapy but were working with their doctor or a manufacturer representative.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the manufacturer representative (rep) met with the patient the day prior and just interrogated the implantable neurostimulator (ins) and confirmed that the ins was off. The rep didn't do any programming or impedance checks at that appointment. The patient was programmed to amplitude of 1.0 volts, frequency of 30 hertz, and pulse width of 300. The patient was not best historian and was unable to determine what may have changed in (B)(6) 2015. It was unknown if there had been any recent changes to the pacemaker to cause such a change for the patient. The patient's heart rate went up to 130 when the spinal cord stimulator (scs) device was turned on. The rep did not have any further information at that time. The rep spoke to the patient and on (B)(6) they could program the patient's ins. The patient noted that they had a heart attack involving the ins and a pacemaker. The ins overrode the pacemaker causing their heart to beat faster than what the patient could handle. On (B)(6) 2015, the patient went to the emergency room. They turned the ins off and their heart rate returned to normal rhythm, but they were held in the ICU for a couple of days. The patient would like to get together with the rep to see if they could synch them so it wouldn't happen again. The patient talked to the healthcare provider (hcp). They didn't feel like it would work but they were willing to try it. The patient had the follow-up appointment on (B)(6) 2015. The patient was still having concerns about it. They had a follow-up appointment on (B)(6) 2015. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient went into the e.r. On(B)(6) 2015 for heavy chest pains. He found that when he turned his stimulator off, the pace of his heart went back down to normal. The patient was kept in the ICU for a couple of days and had scans done. The patient¿s heart was strong, but the stimulator was overriding his pacemaker and creating problems. On the day of the report, the patient decided to turn on the stimulator to see if things were any better. As soon as he turned it on, he got heavy chest pains and his pulse went up again out of sight. The patient shut off the stimulator immediately and everything went back to normal. The patient had never had a prior problem. The patient was working with his physician regarding the issue. Additional information about any interventions was requested. If received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had an appointment the day of the report with the manufacturer representative to discuss and program the pacemaker and implantable neurostimulator (ins). The patient went home with the ins off; however, it was programmed to 2.3 volts. The patient noted the ins caused them to go to the emergency room and ultimately ICU for a couple of days on (B)(6) 2015. There was nothing new that happened. The patient had the heart device for longer than the ins and had no problems. The last heart device was implanted in 2007 and last ins was implanted in 2011. This was the first time there was any type of alleged interaction. The last time on the day of the report when they arrived home and turned on the device, the patient was agitated and had extreme nervousness and pressure. When they turned off the device that sensation went away. The patient noted the pacing lead and ins leads were close together.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.